Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "user cuts or punctures pads or pad lines". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pads product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the arctic sun device was getting alert 113 (reduced water temperature control). The patient temperature was 35.5c, water temperature was 24.2c, flow rate was 1.2lpm. The diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24.1c, inlet temperature (t3) was 25c, chiller temperature (t4) was 9.2c, water flow rate was 1.2lpm, inlet pressure was -3.3psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater was 100 percent. The fluid delivery line was connected securely. The mss asked the nurse to remove the arctic gel pads and test the pads one at a time. It was determined that chest pad had a leak. The removal of chest pad showed increase in flow rate from 0.9lpm to 1.6lpm and the increase of inlet pressure from -3.4psi to -8.2psi. The nurse changed out the arctic gel pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting alert 113 (reduced water temperature control). The patient temperature was 35.5c, water temperature was 24.2c, flow rate was 1.2lpm. The diagnostics showed that the outlet monitor temperature (t1) was 24.1c, outlet control temperature (t2) was 24.1c, inlet temperature (t3) was 25c, chiller temperature (t4) was 9.2c, water flow rate was 1.2lpm, inlet pressure was -3.3psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater was 100 percent. The fluid delivery line was connected securely. The mss asked the nurse to remove the arctic gel pads and test the pads one at a time. It was determined that chest pad had a leak. The removal of chest pad showed increase in flow rate from 0.9lpm to 1.6lpm and the increase of inlet pressure from -3.4psi to -8.2psi. The nurse changed out the arctic gel pads.